Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.

Event description:
It is reported that the patient is experiencing pain and swelling, as well as loss of movement in groin and at hip joints. Patient states he has had ultrasound, bone scan, and prednisone shots. Patient has seen a neurologist and is awaiting results of cobalt and chromium testing. Patient states that he has to walk with a cane for support and is sure he will need a revision.